Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the wire broke during use. No patient information or further event details were available at the time of this report.

Event description:
Customer reported that the wire broke during use. No patient information or further event details were available at the time of this report.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire kinked in use was able to be confirmed by the photo as it revealed a kinked wire. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.